Event description:
Olympus was informed that during a transurethral resection of the prostate (turp), the ceramic tip of the device broke off inside the patient's bladder. The physician tried several instruments to retrieve the broken fragment but was unsuccessful. The physician decided to laser the broken fragment and break it to pieces. A stone crusher (model unknown) was used to remove the pieces of the broken fragments. Most of the broken fragments were retrieved. However, a small piece was still missing. A pelvic x-ray showed no evidence of foreign object. The physician decided the device fragment was small enough that it would pass naturally in the patient's urine. The procedure was successfully completed using a different but similar device. Following the facilities standard procedure, the patient was held one night for observation. The patient was discharged the following day with no complications noted.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented.